Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired due to cardiac arrest.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. The MFR is also attempting to acquire add'l info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.